Manufacturer narrative:
The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. There was no excessive no delivery alarm. There was no history anomaly noted. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 584mg/dl. The customer states they have treated with bolus. Troubleshoot was conducted. Inaccurate bolus history was noted and confirmed on the customer's pump. The customer was advised the pump would have to be replaced and returned for analysis.